Event description:
It was reported that when using the bd bactec¿ plus aerobic/f culture vials (plastic), blood was exposed due to damage to the bottle when the blood was dispensed into a blood culture bottle. No patient impact or injury reported.

Manufacturer narrative:
Investigation summary: catalog 442023; batch no. 4045950. Customer reported a leakage issue and damage bottle. Photos were received. Damage to the bottle was observed. Bd was unable to reproduce customer¿s experience with the bactec product for leakage defect. Satisfactory results were obtained from retention samples when visually inspected. Vacuum draw was performed with satisfactory results. In addition, five (5) samples were randomly selected, and inspected for any resin trapped between the cap and the mouthpiece with satisfactory results (i.e. No resin observed). Batch history record review did not identify any evidence for which the customer submitted the complaint. A complaint history review was conducted and only the current complaint was found relating to the incident lot number and the ¿as reported¿ defect code. Complaint is confirmed based on photo received. The capper sealing and spinning sections are evaluated prior to the manufacturing process of each lot and verifications of cap seal are performed by technicians during each run. No corrective actions were required. A cross functional team continually monitors all product complaints for trends and determines if any additional actions are necessary beyond the current investigational process.

Manufacturer narrative:
The information for the additional 510k is as follows: g4: PMA/510(k)#: k222591. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that when using the bd bactec¿ plus aerobic/f culture vials (plastic), blood was exposed due to damage to the bottle when the blood was dispensed into a blood culture bottle. No patient impact or injury reported.

Manufacturer narrative:
Investigation summary: catalog 442023. Batch no. 4045950. Customer reported a leakage issue and damage bottle. Neither photos nor returned good samples were received. Bd was unable to reproduce customer¿s experience with the bactec product for leakage defect. Satisfactory results were obtained from retention samples when visually inspected. Vacuum draw was performed with satisfactory results. In addition, five (5) samples were randomly selected, and inspected for any resin trapped between the cap and the mouthpiece with satisfactory results (i.e. No resin observed). Batch history record review did not identify any evidence for which the customer submitted the complaint. A complaint history review was conducted and only the current complaint was found relating to the incident lot number and the ¿as reported¿ defect code. Complaint is unconfirmed based on retention samples and batch history records. The capper sealing and spinning sections are evaluated prior to the manufacturing process of each lot and verifications of cap seal are performed by technicians during each run. No corrective actions were required. A cross functional team continually monitors all product complaints for trends and determines if any additional actions are necessary beyond the current investigational process.

Event description:
It was reported that when using the bd bactec¿ plus aerobic/f culture vials (plastic), blood was exposed due to damage to the bottle when the blood was dispensed into a blood culture bottle. No patient impact or injury reported.